Manufacturer narrative:
(B)(4): added additional information. The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the tissue pad fell off into the patient and was removed with a grasper. There was no need for an x-ray. Another device was used to complete the procedure. No adverse consequences reported. No further details are available.